Manufacturer narrative:
The manufacturer previously reported that information was received from the caregiver alleging that a patient had experienced not being able to breath while using a trilogy evo device. The device settings during the event were reported to be ac-vc mode, tidal volume of 550, breath rate of 12, peep at 0, flow trigger at 2, I-time at 1.0, and circuit at active pap. The patient's mother state the patient was on a nebulizer treatment so she could not hear him clicking his teeth to alert her to say something was wrong. The caregiver stated "she noticed that the temp probe for the humidifier was disconnected at the patient side. They alleged "the device did not alarm to alert anyone that the circuit was disconnected." A respiratory therapist (rt) was sent to the patient's home, who performed troubleshooting with the patient's mother. The device alarmed every time. While working the rt was working with the patient, they called out that the patient was no longer breathing on the device. They switched the patient to another ventilator, and the patient was not breathing on that ventilator. The patient's mother grabbed the ambu bag and started to bag the patient. The paramedics were called to the patient's house. The supervisor for the rt alleged that the patient could have a mucus plug. The rt was able to get the ventilator going and the patient was breathing again by the time paramedics arrived at the patient's house. The patient was stable. Multiple good faith efforts have been made to obtain additional information on (10/29/2025, 11/18/2025, and 05/22/2026), without customer response. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.

Event description:
The manufacturer received information the caregiver alleging that a patient had experienced not being able to breath while using a trilogy evo device. The device settings during the event were reported to be ac-vc mode, tidal volume of 550, breath rate of 12, peep at 0, flow trigger at 2, I-time at 1.0, and circuit at active pap. The patient's mother state the patient was on a nebulizer treatment so she could not hear him clicking his teeth to alert her to say something was wrong. The caregiver stated "she noticed that the temp probe for the humidifier was disconnected at the patient side. They alleged "the device did not alarm to alert anyone that the circuit was disconnected." A respiratory therapist (rt) was sent to the patient's home, who performed troubleshooting with the patient's mother. The device alarmed every time. While working the rt was working with the patient, they called out that the patient was no longer breathing on the device. They switched the patient to another ventilator, and the patient was not breathing on that ventilator. The patient's mother grabbed the ambu bag and started to bag the patient. The paramedics were called to the patient's house. The supervisor for the rt alleged that the patient could have a mucus plug. The rt was able to get the ventilator going and the patient was breathing again by the time paramedics arrived at the patient's house. The patient was stable. Philips is currently investigating this complaint; however, the device examination has not begun because the device has not yet been returned to the manufacturer for investigation. As part of the complaint handling process, the manufacturer will attempt to retrieve the device for investigation.